Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag did not drain properly. Customer reported that the catheter drained for a while and then stopped after it got half full. The bag had to be emptied in order to help drain.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the sample noted no obvious defects. The bag was filled with a methylene blue and water solution and the bag was able to intake liquids through the inlet tubing and retain it in in the bag as intended. The outlet tubing of the bag was then opened to allow the removal of the liquids from the bag, and the bag drained as intended. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for obtaining urine sample: 1 . Kink tubing a minimum of 3 inches below sample sleeve until urine is under sample site. 2. Swab surface of puncture site with antiseptic wipe. 3. Insert needle (21g or smaller) through center of puncture site. Be careful to avoid puncturing opposite side of sample sleeve. 4. Remove desired volume of urine. Release kink to permit flow to drainage bag. 5. Send specimen to laboratory." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag did not drain properly. Customer reported that the catheter drained for a while and then stopped after it got half full. The bag had to be emptied in order to help drain.